Event description:
The rptr indicated, the surgeon inserted an aq2003v silicone three piece lens and the haptic was noted to be broken. The incision was enlarged to remove the lens and sutures were required to close the incision. Another same model lens was implanted. The rptr indicated that the haptic was broken while the technician was loading the lens into the cartridge.

Manufacturer narrative:
(B) (4). Incision sutured. (B) (4).